Event description:
It was reported that the device reached elective replacement indicator (eri). The allied healthcare professional noted it was "surprising how quickly the device went to eri. The device was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.